Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had developed an infection at the ins site after the (B)(6) 2017 implant procedure. Due to the infection, they hadn't charged the ins, so the ins had gone into overdischarge. In (B)(6) 2017, a manufacturer representative (rep) had address it. No further complications were reported or anticipated.